Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's speech therapist reports that the patient is not responding to sound like she should and that she hears background noise, even when the room is silent.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode is suspected i.e. Due to minute device mobility. To determine an exact root cause a device investigation would be necessary. Currently the device is still implanted.

Event description:
The patient's speech therapist reports that the patient is not responding to sound like she should and that she hears background noise, even when the room is silent. A specific incident of an accident or trauma is unknown. Despite multiple requests for information, no updates were available.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's speech therapist reports that the recipient is not responding to sound like she should and that she hears background noise, even when the room is silent. A specific incident of an accident or trauma is unknown. The recipient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: according to the received information, the device was explanted in (B)(6) 2017. However no further circumstances which might have contributed to the explantation were reported. It is assumed that the initial information of suspected wire breakages due to minute device mobility led to device removal. However, to determine an exact root cause a device investigation would be necessary. The device has not been received yet, despite requested.

Event description:
The recipient's speech therapist reports that the recipient is not responding to sound like she should and that she hears background noise, even when the room is silent. A specific incident of an accident or trauma is unknown. Despite multiple requests for information, no updates were made available. Then, new information received stated that the recipient had been re-implanted.